Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) reported that several samples tested positive with the cobas 6800/8800 sars-cov-2 assay, and were negative when retested using the same sample tube on a different cobas 6800/8800 sars-cov-2 instrument. 11 patient samples generated a positive result for sars-cov-2 during initial testing. Upon retest of the same samples on a different liat platform, all targets tested negative. Please note that out of the 11 alleged discrepant samples, only 8 could be identified during review of the customer data. Additionally, no separate, unique patient information was provided for any of the alleged samples. Therefore, 1 MDR is being filed to address all discrepant results. No harm or injury was indicated. Additional information has been requested but not provided yet. The investigation is ongoing.

Manufacturer narrative:
A customer from (B)(6) reported several false positive sars-cov-2 results while using the cobas 6800/8800 sars-cov-2 test. This MDR is being submitted for 11 samples associated with complaint case (B)(4), as no unique patient information was provided during filing of this report. Further information has been requested but not provided. An investigation is ongoing. (B)(4).

Manufacturer narrative:
An investigation was performed and no product problem related to the customer¿s allegation was identified. A review of the data provided did not show any major shifts or suppressions in the control curves and the CT¿s generated were in line with internal release data and the ic performed consistently throughout the run. Based on the information provided and the investigation performed there is no indication the product is not performing as intended. Although unknown, the discrepancy alleged could potentially be due to workflow or other site/sample specific factors. The contribution of the off label use to the discrepancy alleged also cannot be ruled out. Although requested no sample is available for the alleged samples.